Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis. Concomitant products included immunosuppressive agents. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), malaise ("not feeling well"), uterine spasm ("contractions night and day"), arthralgia ("joint pain"), myalgia ("muscular pain"), neuralgia ("neuropathic pain"), depression ("depression") and fatigue ("important fatigue") (seriousness criterion intervention required). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, uterine spasm, arthralgia, myalgia and neuralgia had resolved, the malaise and depression outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for abdominal pain lower, arthralgia, depression, fatigue, malaise, myalgia, neuralgia and uterine spasm with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower -the analysis in the global safety database revealed 514 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure start/stop dates provided. Events added (contractions day and night, joint pain, muscular pain. Neuropathic pain, depression and important fatigue). Case upgraded to incident. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.